Event description:
It was reported that the patient received an alert due to out-of range lead impedances. The device was reprogrammed to configuration rv to can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.